Event description:
Patient was undergoing pelvic venogram and gonadal vein coil embolectomy, in the midst of the surgery a progreat micro catheter ref number mc*pe28131yb, lot number 240405, manufacturing date 04/05/2024 and expiration date 03/31/2026. After it was introduced, it was noted to have a kink in it and it was removed from the vein and reported to the rep and charge nurse. The micro-cath is in custody of the terumo rep who was present at the time and date of the surgery.